Manufacturer narrative:
Though requested, no additional information has been received and the product was not returned for evaluation. Based on fraxel laser systems operator manual, delayed wound healing / skin textural changes and discoloration are possible complications due to treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. A review of the manufacturing showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. Trending will be performed to monitor this issue. No corrective action is necessary at this time.

Event description:
A practitioner reported that a patient developed acne on the chin after a fraxel facial procedure. The patient had been treated on the right cheek as a test spot with no event. Approximately forty days later the patient received a whole face procedure, resulting in acne developing on the chin. The patient was treated with doxycycline and developed post inflammatory hyperpigmentation. Available pictures show hyperpigmented lesions visible on both sides around the lips (nasolabial fold and chin). The patient has no known history of lightening cream use. The practitioner is unsure if the doxycycline contributed to post-inflammatory hyperpigmentation.